Event description:
Caller indicated the relion confirm meter was reading low. Customer received a reading of 20 and immediately tested and got a 90. Proper storage and technique.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.